Event description:
Healthcare professional reported right side device rupture and "very deteriorated" implant. MRI reported 'several folds that get to the edge of the capsule in the inside of the prosthesis, suggestive of intracapsular rupture.' The device has been explanted and replaced with a new implant.

Event description:
Healthcare professional reported right side device rupture and "very deteriorated" implant. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side device rupture and "very deteriorated" implant. The device has been explanted and replaced with a new implant.